Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor's belt receptacle was contaminated.  The cause for the failure was isolated to liquid ingress. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.